Event description:
During product evaluation by a baxter service technician, an ipump was found with corroded battery contacts. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged battery. To correct the condition, the battery was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. If any additional information is received, a follow-up MDR will be sent.